Manufacturer narrative:
(B)(4). As the complaint mr850jhu respiratory humidifier was not returned to fisher & paykel healthcare (fph) in (B)(4) for investigation, an attempt was made to gather further information regarding the complaint device and reported incident. The healthcare facility reported that a non-fph breathing circuit was used in conjunction with the humidifier when the incident occurred. Based on the limited information we received from the healthcare facility, it seems that the gas flow rates used were outside the recommended flow rates for the breathing circuit, chamber or humidifier, causing the reported low temperature warning and alarm. The product technical manual (ptm) of the mr850 respiratory humidifier provide the following warning: "the use of breathing circuits, chambers or other accessories, which are not approved by fisher & paykel healthcare, as it may impair performance or compromise safety." The healthcare facility also commented that the patient is currently in "satisfactory" condition.

Event description:
A healthcare facility in (B)(6) reported on (B)(6) 2011 that an mr850jhu respiratory humidifier was giving a temperature alarm approximately every 10 minutes. The led light also appeared "at the airway lungs" on the mr850 display screen. Additional information received from the healthcare facility revealed that the humidifier was displaying "the temperature at the patient's lungs was approximately 30 degrees celsius, but was heating to approximately 37 degrees celsius at the humidification chamber". On (B)(6) 2011, the healthcare facility reported that an emergency service "came because the patient's trachea was blocked due to lack of humidification". It was further reported that while emergency service was being provided to the patient, the "humidification chamber was switched out."

Manufacturer narrative:
(B)(4). The complaint mr850jhu respiratory humidifier is not expected to be returned to fisher & paykel healthcare for investigation. We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.

Event description:
A healthcare facility in cadillac, michigan reported on (B)(6) 2011 that an mr850jhu respiratory humidifier was giving a temperature alarm approximately every 10 minutes. The led light also appeared "at the airway lungs" on the mr850 display screen. Additional information received from the healthcare facility revealed that the humidifier was displaying "the temperature at the patient's lungs was approximately 30 degrees celsius, but was heating to approximately 37 degrees celsius at the humidification chamber." On 04 october 2011, the healthcare facility reported that an emergency service "came because the patient's trachea was blocked due to lack of humidification". It was further reported that while emergency service was being provided to the patient, the "humidification chamber was switched out."